Manufacturer narrative:
The insulin pump was received with missing reservoir retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked case corner of the belt clip rails near the battery compartment, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump case and display was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.